Event description:
A customer reported she received an errc-4 display message on her blood glucose meter as soon as she inserted a test strip into the port on three occasions in 2009. The customer additionally reported she experienced lightheadedness and loss of consciousness on those reported days as she did not know her blood glucose reading and the amount of insulin to take. No third party medical intervention was required and no medications were reportedly taken to counteract her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: reported test strip lot was expired (expiration date: 28-feb-2009).